Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose is running low at 50 mg/dl and that he may be getting too much insulin. The customer indicated that some adjustments were made to the settings on the pump but he had juice and his blood glucose went to 84 mg/dl. The customer declined troubleshooting further as he thought the helpline could give him medical advice.